Event description:
There has been a discrepancy between the doses given in a variety of different treatment positions. This has not helped when the treatment was interrupted when the stereotactic frame had to be reapplied, after the pt had a fall during a bathroom break. Three sites received doses greater than originally planned. The delivered doses were reconstructed for review and it was established that these doses were well within clinical practice, and there is no reason for the pt to be concerned.